Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
He reported issue has been confirmed during evaluation of the provided problem description. Customer contacted third-party company to perform repair. The most probable source of moisture/water into an air gas module is moist air from the hospital's wall gas system. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4114, 4117.

Event description:
Manufacturer's ref.#: (B)(4).